Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) lead had high capture thresholds and unspecified sensing issues. No changes were made. Further information was requested but not received.